Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging the strip absorbs some blood and then it gives an error. The reporter was unable to recall the specific error message displayed. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.